Event description:
Patient came in for an outpatient voiding cystourethrogram (vcug) and needed a foley catheter placed. One attempt was made and failed. The 3 years old patient was extremely upset and took 30+ minutes to calm down. Second attempt was made with 3 people holding patient down while rn placed catheter. Patient urinated while catheter was being placed, but urine was also coming out of catheter. 5ml saline was placed in balloon. Catheter was taped to patient leg. Patient was then taken to radiology for her procedure. Radiology called pediatric rn to say the catheter was not in placed. Rn went to radiology where it was confirmed catheter was no longer in place. Rn tested balloon and noticed a small amount of fluid leaking from catheter.